Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during the last fill. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient stated that a clamp on an unused line was left open and the pull ring was removed. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that an unused supply line clamp was left open and the pull ring was removed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. It instructs the user to close all clamps while preparing to load the disposable set. It warns the user that a system error 2240 can be caused by unclamped, unused supply lines. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.